Event description:
At home pt dislocated hip while bending over to dry off home pt's ankle. X-ray demonstrated the stem had migrated about 1 centimeter proud on the calcar osteotomy. Revision surgery performed.